Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a metal portion of the device had fallen off after entering the patient cavity. The surgeon was able to retrieve the metal from the patient. Additional questions in regard to the incident have been asked of the site but there has been no response as of this report.

Manufacturer narrative:
(B)(4). Date of follow-up report : 05/16/2016. One used lf1637 was received for evaluation. The reported condition of material disengaging from the device was confirmed. Visual inspection found the pivot pin was loose and protruding from the jaws. The investigation found that an un-welded pivot pin due to an assembly error caused a piece of plastic (not metal) to fall into the patient. Covidien is further investigating this matter. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer further reported that the metal piece came from the jaws. This occurred at the start of the procedure. There was no injury to the patient.